Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot. Passed. Download receiver logs. Passed. Review receiver logs. Found no data in the log within the incident date. Perform receiver functional tests. Pass all relevant tests. Perform pairing tests. Passed. Loss of connection not found. Test initialization failed serial numbers match, but is not related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.